Event description:
Reporter indicated a patient's vns settings were not as intended upon interrogation of the vns generator.attempts for further information and vns programming history are in progress.

Event description:
Vns programming history for the patient was received and reviewed by the manufacturer. Review of history shows a faulted systems diagnostics test occurred on (B)(6) 2010 (date adjusted). There were 2 additional systems diagnostics tests which resulted in ok results after the faulted tests. A reinterrogation was done which showed the vns settings had changed to 1ma/20hz/500pulsewidth/30 sec on/60 min off, and there is no more data after this date.

Manufacturer narrative:
Date of event, corrected data: the correct event date is provided per the programming history analysis. Analysis of programming history.

Manufacturer narrative:
(B)(4).